Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.26 inr (lab test was repeated and the same value obtained). No actions taken based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.